Event description:
Patient presented to emergency complaining of knee pain and fever. Aspiration of knee showed frank pus. It was gram positive. Patient taken to theatre for a knee wash out and poly exchange. Surgeon doesn't fault implant. Implantation approx. 18 months ago.